Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag seemed to be missing the drainage hole and the connection port was not draining.

Manufacturer narrative:
Received 1 used drainage bag only. The reported event was confirmed as manufacturing related. The visual inspection noted no obvious defects. During the evaluation of the sample, it was noticed that the urine residues were remaining in the lower part of the bag, it seemed that the urine would not go through the outlet tube. It was noted that the perforation in the outlet tube was missing. The peripheral seal of the bag, the components¿ seal for cm2086 (tube holder), rm7601462 (vent filter), cm1900 (adapter), cm0535 (outlet adapter), clear vinyl (cg50081) and white vinyl (cg50082) were inspected and no further discrepancies were found. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the drain bag seemed to be missing the drainage hole and the connection port was not draining.